Event description:
Boston scientific received information that during the explant for normal battery depletion of this cardiac resynchronization therapy defibrillator (crt-d) a stuck right atrial (ra) lead setscrew was encountered. The physician had tried rotating clockwise and counterclockwise, mineral oil, tried a non-torques wrench and bent the torques wrench. The physician rechecked the setscrews and noted that the proximal setscrew had not been completed unscrewed. This was corrected and the lead was released. The lead remains in-service. No adverse patient effects were reported. .

Manufacturer narrative:
A return request was made for the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.